Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reoccurred, acknowledging and understanding the guidance provided.